Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced recurrent low blood glucose while using the ilet system, with a family member changing the cgm target and the care team advising to treat lows during meals and continue eating; the event was characterized as hypoglycemia of unclear cause, with approximately one hour of glucose values below range and no alerts or alarms reported. Symptoms included no reported clinical effects. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included customer contact, collection of a blood glucose questionnaire, and troubleshooting and education by clinical support. Investigation of this case revealed no device alarms and no device malfunction identified, and the cause remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.